Event description:
It was reported that the patient was bothered by her pump. She was also experiencing right leg pain. The decision was made to explant the device system. The hcp reported that there was no risk of drug withdrawal as the pump had not been working in terms of drug delivery. Both the pump and catheter were explanted. The patient recovered without sequela from explant surgery. After explant, the patient continued to have right leg pain. An MRI was done which revealed that the patient had a right hip fracture, av cervical type, that was unrelated to the device system and was causing her leg pain. Reference MFR report # 6000030200701351.

Manufacturer narrative:
.